Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was up to 400 mg/dl. Customer states there was a bubble in the tubing and had replace it and also mentioned the bubbles will flow out the tubing priming. Customer declines troubleshooting for high blood glucose. The device will not be returned for analysis.